Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the epic system was down. A technical support specialist (tss) dialed into the station and found no error messages. Upon dialing into the server and checking the health sight viewer (hsv), no communication issues were detected. Additionally, a check on the pis revealed that no devices were on critical override. The customer mentioned that the issue with epic had been resolved. The system functioned as intended after the technical support specialist verified the device. Initial reporter facility name (e1) - (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, epic was down. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.